Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen. The blood glucose was 238 mg/dl at the time of the incident. The customer changed battery and it stopped working and nothing and the screen is blank. Troubleshooting steps were guided for blank display screen. Customer reported that, the there was crack around the battery cap. Customer advised to replace and discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.